Event description:
Customer states that her daughter reportedly received the following results on the compact plus system within 10 minutes: 379 mg/dl and 124 mg/dl. Daughter did not have clean hands when she obtained the reading of 379 mg/dl. Daughter washed hands then obtained the reading of 124 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.